Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. Service replaced the battery contacts as a preventative measure. The event log shows power down messages. The problem source is unknown.

Event description:
Information was received that the cadd prizm vip pump restarts when bumped. No patient involvement.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.